Event description:
It was reported that the 9900 system shut down during a case and could not be rebooted. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed during the svc call. The system was tested and found to be working as intended and placed back into service.